Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident it was determined that the drawer and cubie pockets was failed to open. A field service engineer replaced the position sensor and insep to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer and cubie pocket was failed to open. The customer reported that the user was unable to get medications from the station due to this malfunction and although the medication had been taken out from the pharmacy. There were no adverse events or injuries reported based on this event.